Manufacturer narrative:
Date sent to the FDA: 3/23/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and pop. It was reported that following insertion the patient experienced infection, recurrence and dyspareunia. No additional information was provided. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urge incontinence, nocturia, pain with urination, not emptying her bladder completely, vaginal bulge with tissue coming outside, periodic constipation, and periodic diarrhea.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.